Manufacturer narrative:
Hill-rom technician cleaned and lubricated the center arm assembly and the siderails functioned properly.

Event description:
Account alleged false latching of the siderails. No injuries reported.